Manufacturer narrative:
The complaint is under investigation. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product. As investigations on the actual product or representative sample of a batch may alter the device, we request to inform us within 7 days after submission of this report, in case the investigations that alter the device should be halted until approval of the nca, as per article 89 of EU-MDR.

Event description:
We have been informed that during procedure a hard dropped nucleus was identified and the lens fragments weren't securely held at the tip. The surgical team attempted to solve this by increasing the vacuum to 350 while monitoring the cc/min to avoid limiting the vacuum. Despite these adjustments, the issue persisted, prompting a reduction in the pulses per second (pps) setting to six. An error occurred while tightening the needle, necessitating re-priming of the system. Ultimately, these events resulted in a retinal detachment with two tears, which was not part of the planned surgery. The insufficient vacuum in the fragmatome likely caused lens fragments to bounce, resulting in retinal holes. The surgeon successfully removed the fragments and performed laser treatment to fix the detached retina. Due to the reported events surgical procedure was prolonged > 30 minutes.

Event description:
We have been informed that during procedure a hard dropped nucleus was identified and the lens fragments weren't securely held at the tip. The surgical team attempted to solve this by increasing the vacuum to 350 while monitoring the cc/min to avoid limiting the vacuum. Despite these adjustments, the issue persisted, prompting a reduction in the pulses per second (pps) setting to six. An error occurred while tightening the needle, necessitating re-priming of the system. Ultimately, these events resulted in a retinal detachment with two tears, which was not part of the planned surgery. The insufficient vacuum in the fragmatome likely caused lens fragments to bounce, resulting in retinal holes. The surgeon successfully removed the fragments and performed laser treatment to fix the detached retina. Due to the reported events surgical procedure was prolonged > 30 minutes.

Manufacturer narrative:
Unfortunately, since the involved handpiece was not set aside after the incident, but sent for cleaning and sterilisation it was impossible to test the suspect instrument and no physical examination and testing could be performed to confirm any product failure and to determine its cause. Some testing was performed on all of the handpieces from the hospital, but the findings were inconclusive and the cause could not be determined, especially since the handpiece involved in the incident could not be determined. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. Similar incidents and associated number of devices on the market were determined taking the number of complaints where phaco handpiece performance (ph-performance failure mode) was reported as a causing factor for surgery being prolonged or delayed. The number of devices reflects the number of devices distributed within each time period. However, since the phaco handpieces are reusable devices, the distribution figures do not reflect the total number of product on the market and certainly not the total amount of phaco procedures that were performed. The incident that is the subject of this report is included in the table above.